Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. The customer stated that she had been receiving the motor error alarm for the past 3 years. She reported that she ended up in the hospital intensive care unit for 3 days with blood glucose levels close to 900 mg/dl. The customer stated that she put the battery in to check if she could rewind the device, and she received a battery out limit, as well as a failed battery test. She declined troubleshooting assistance for high blood glucose, stating that it was not necessary. She advised that she was treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-11749.